Event description:
It was reported that during testing when the ventilator alarmed, there were no alarms at the patient assist port. The patient assist port was not actuating. The ventilator was not connected to a patient when the reported problem occurred.